Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, the pump¿s black box was not able to be downloaded. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional; the display was found to be blank. Further testing could not be performed due to the unrelated blank display. The pump cover was removed and moisture ingress was found on the printed circuit board and other internal components of the pump. The complaint of a call service alarm issue was not able to be adequately investigated.